Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Perhaps around 2015-2016, pain appeared in the ovaries, particularly on the left side [ovarian pain] . Then I had bladder problems with difficulty voiding [difficulty voiding] . Frequent urination (several times a night) [nocturnal urinary frequency] . Gut pain [gut pain] . Abdominal swelling [swelling abdomen] . Constipation [constipation] . Muscle and joint pain appeared, particularly in my arms and legs [arthromyalgia] . The pain has increased and spread to my feet [painful feet] . Achilles tendons, under my toes and on the top of my feet [achilles tendon pain] . When I get up in the morning, or after sitting for a long time, I feel like I'm walking like a robot [early morning stiffness] . I have diffuse pain throughout my [general body pain] . Hip pain [pain in hip] . Spine pain [spinal pain] . Lower back pain [low back pain] . Neck pain [neck pain] . I have difficulty in walking for long periods [difficulty in walking] non-radiographic axial spondyloarthritis [non-radiographic axial spondyloarthritis] I'm always fatigued [chronic fatigue] I have trouble falling asleep because the pain [difficulty sleeping] I have impaired balance [balance impaired nos] I sometimes have dizziness as if I were drunk [dizziness] I have become very clumsy [clumsiness] memory disturbances [memory disturbance] I have trouble concentrating [concentration impairment] following a conversation, finding even simple words [word finding difficulty] I sometimes have itching on my abdomen and arms [pruritus] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-mar-2025. The most recent information was received on 02-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced adnexa uteri pain ("perhaps around 2015-2016, pain appeared in the ovaries, particularly on the left side"). In 2020 she experienced arthromyalgia ("muscle and joint pain appeared, particularly in my arms and legs"). In (B)(6) 2024 she experienced axial spondyloarthritis ("non-radiographic axial spondyloarthritis"). On unknown date she experienced pelvic pain (seriousness criterion medically important), dysuria ("then I had bladder problems with difficulty voiding"), nocturia ("frequent urination (several times a night)"), gastrointestinal pain ("gut pain"), abdominal distension ("abdominal swelling"), constipation ("constipation"), pain in extremity ("the pain has increased and spread to my feet"), tendon pain ("achilles tendons, under my toes and on the top of my feet"), musculoskeletal stiffness ("when I get up in the morning, or after sitting for a long time, I feel like I'm walking like a robot"), pain ("I have diffuse pain throughout my"), pain in hip ("hip pain"), spinal pain ("spine pain"), back pain ("lower back pain"), neck pain ("neck pain"), gait disturbance ("I have difficulty in walking for long periods"), fatigue ("I'm always fatigued"), insomnia ("I have trouble falling asleep because the pain"), balance disorder ("I have impaired balance"), dizziness ("I sometimes have dizziness as if I were drunk"), clumsiness ("I have become very clumsy"), memory impairment ("memory disturbances"), disturbance in attention ("I have trouble concentrating"), aphasia ("following a conversation, finding even simple words") and pruritus ("I sometimes have itching on my abdomen and arms"). At the time of the report, the adnexa uteri pain, dysuria, nocturia, gastrointestinal pain, abdominal distension, constipation, pain in extremity, tendon pain, musculoskeletal stiffness, pain, pain in hip, spinal pain, gait disturbance, axial spondyloarthritis, fatigue, insomnia, balance disorder, dizziness, clumsiness, memory impairment, disturbance in attention, aphasia and pruritus had not resolved. The outcomes for pelvic pain, arthralgia, back pain and neck pain were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, dysuria, nocturia, gastrointestinal pain, abdominal distension, constipation, arthromyalgia, pain in extremity, tendon pain, musculoskeletal stiffness, pain, pelvic pain, pain in hip, spinal pain, back pain, neck pain, gait disturbance, axial spondyloarthritis, fatigue, insomnia, balance disorder, dizziness, clumsiness, memory impairment, disturbance in attention, aphasia or pruritus. The reporter commented: I have diffuse pain throughout my body: pelvis, hips, spine, lower back, neck. I have difficulty in walking for long periods. An initial anti-inflammatory therapy had no effect. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Hysteroscopy] (date unknown): hysteroscopy in liquid phase with warm physiological serum. Easy penetration into a normal-sized uterine cavity visualisation of the 2 tubal orifices [x-ray] in (B)(6) 2013: of note, a slightly speculated image at the level of the isthmus but without any suspicious image detectable by x-ray" and yet no other examination was offered to me. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] perhaps around 2015-2016, pain appeared in the ovaries, particularly on the left side [ovarian pain] then I had bladder problems with difficulty voiding [difficulty voiding] frequent urination (several times a night) [nocturnal urinary frequency] gut pain [gut pain] abdominal swelling [swelling abdomen] constipation [constipation] muscle and joint pain appeared, particularly in my arms and legs [arthromyalgia] the pain has increased and spread to my feet [painful feet] achilles tendons, under my toes and on the top of my feet [achilles tendon pain] when I get up in the morning, or after sitting for a long time, I feel like I'm walking like a robot [early morning stiffness] I have diffuse pain throughout my [general body pain] hip pain [pain in hip] spine pain [spinal pain] lower back pain [low back pain] neck pain [neck pain] I have difficulty in walking for long periods [difficulty in walking] non-radiographic axial spondyloarthritis [non-radiographic axial spondyloarthritis] I'm always fatigued [chronic fatigue] I have trouble falling asleep because the pain [difficulty sleeping] I have impaired balance [balance impaired nos] I sometimes have dizziness as if I were drunk [dizziness] I have become very clumsy [clumsiness] memory disturbances [memory disturbance] I have trouble concentrating [concentration impairment] following a conversation, finding even simple words [word finding difficulty] I sometimes have itching on my abdomen and arms [pruritus]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6)2013, the patient had essure inserted. In 2015 she experienced adnexa uteri pain ("perhaps around 2015-2016, pain appeared in the ovaries, particularly on the left side"). In 2020 she experienced arthromyalgia ("muscle and joint pain appeared, particularly in my arms and legs"). In (B)(6) 2024 she experienced axial spondyloarthritis ("non-radiographic axial spondyloarthritis"). On unknown date she experienced pelvic pain (seriousness criterion medically important), dysuria ("then I had bladder problems with difficulty voiding"), nocturia ("frequent urination (several times a night)"), gastrointestinal pain ("gut pain"), abdominal distension ("abdominal swelling"), constipation ("constipation"), pain in extremity ("the pain has increased and spread to my feet"), tendon pain ("achilles tendons, under my toes and on the top of my feet"), musculoskeletal stiffness ("when I get up in the morning, or after sitting for a long time, I feel like I'm walking like a robot"), pain ("I have diffuse pain throughout my"), pain in hip ("hip pain"), spinal pain ("spine pain"), back pain ("lower back pain"), neck pain ("neck pain"), gait disturbance ("I have difficulty in walking for long periods"), fatigue ("I'm always fatigued"), insomnia ("I have trouble falling asleep because the pain"), balance disorder ("I have impaired balance"), dizziness ("I sometimes have dizziness as if I were drunk"), clumsiness ("I have become very clumsy"), memory impairment ("memory disturbances"), disturbance in attention ("I have trouble concentrating"), aphasia ("following a conversation, finding even simple words") and pruritus ("I sometimes have itching on my abdomen and arms"). At the time of the report, the adnexa uteri pain, dysuria, nocturia, gastrointestinal pain, abdominal distension, constipation, pain in extremity, tendon pain, musculoskeletal stiffness, pain, pain in hip, spinal pain, gait disturbance, axial spondyloarthritis, fatigue, insomnia, balance disorder, dizziness, clumsiness, memory impairment, disturbance in attention, aphasia and pruritus had not resolved. The outcomes for pelvic pain, arthralgia, back pain and neck pain were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, dysuria, nocturia, gastrointestinal pain, abdominal distension, constipation, arthromyalgia, pain in extremity, tendon pain, musculoskeletal stiffness, pain, pelvic pain, pain in hip, spinal pain, back pain, neck pain, gait disturbance, axial spondyloarthritis, fatigue, insomnia, balance disorder, dizziness, clumsiness, memory impairment, disturbance in attention, aphasia or pruritus. The reporter commented: it states "8 coils seen on the right, after changing the insert due to a release problem, 5 coils seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. [Hysteroscopy] (date unknown): hysteroscopy in liquid phase with warm physiological serum. Easy penetration into a normal-sized uterine cavity visualisation of the 2 tubal orifices [x-ray] in (B)(6) 2013: of note, a slightly speculated image at the level of the isthmus but without any suspicious image detectable by x-ray" and yet no other examination was offered to me case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.